Event description:
A customer contacted baxter technical service regarding feeling too full during dwell 2 of therapy using the home choice system. The home pt indicated she did not feel overfilled during the first or second cycles. The user did not connect before the "connect yourself" display. The user did not press go prior to closing all of the clamps when "close all clamps" was presented at the end of therapy. The home pt's ultrafiltration through the last cycle completed was 665ml. The dextrose concentration used for the previous last fill was 2.5% and 1.5%. The initial drain volume was 1336ml. The last ultrafiltration was 665ml. The therapy parameters are as follows: therapy - ccpd/ipd, total volume - 8500ml, therapy time - 8:30, fill volume - 2000ml, last fill volume - 1500ml, dextrose - same, initial drain alarm - 1000ml, comfort control - 37, last manual drain - no. The customer reported symptoms of abdominal discomfort, pain, distention, bloating and difficulty breathing. The service representative instructed the home pt to sit up for draining and press stop and the down arrow to start a manual drain. The home pt drained 2682 ml after a last infused volume of 2000ml. A swap of the device was arranged as the drain volume was greater than 1.3 times the last volume filled. The service representative and home pt discussed the use of capd until the replacement device arrived. There was no pt injury or medical intervention indicated at the time of the initial report.